Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a cardiac event a week ago and was in the ICU and had just gotten out. Patient asked if the jolt could have affected the implant as they felt a zap a few times. Patient did not think the implant was working correctly. No further complications were reported.